Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause episodes. The episodes were cleared from the icm, however the episodes were still present in a transmission from a remote monitor without any accompanying electrocardiograms (ecgs). The caller expressed that when the device is reset, the counters should also be cleared to not alert for an episode that cannot be viewed. The icm remains in use. No patient complications have been reported as a result of this event.